Event description:
The device was removed due to "leakage from tubing". As reported to co the entire device was removed and replaced with another penile prosthesis.

Manufacturer narrative:
Additional information was requested, but was not received. The two cylinders and the resipump were received detached and were evaluated by the MFR. The individual components passed all functional testing. However, the apparent separation of components was a site that would allow leakage. General observations and microscopic examination revealed that between the pump's serialized outlet and cylinder #1, a tubing tear occurred. Additionally, a tubing end's cross secitonal surfaces on cylinder #2 and the non-serialized outlet also showed uniform striations, indicating contact with sharp instrumentation, such as a scalpel. Based on the received information and quality assurance's evaluation, qa concludes that stress(es) experienced by the device while in-vivo most likely contributed to the tubing tear and subsequent leakage. Because information concerning the surgical procedures was limited, qa is precluded from determining if the instrument damage was related to the reason for device removal.